Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, loosening, and leg length discrepency.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaint databases found other reports for the provided product and lot code combinations. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: additional litigation papers received (B)(4) 2014. Litigation alleges toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Date of revision has also been provided. Depuy still considers the investigation closed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, loosening, and leg length discrepancy. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 11/13/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup and metal debris. No labs were provided for the alleged high metal ions. Two screws are now being added to the complaint. The complaint was updated on:11/23/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected: implant date. Depuy still considers this investigation closed.